Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with a catheter, continuous flow. The customer reports balloon disruption after 1st run. The distal balloon was found detached from the catheter at the proximal attachment area.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. In march 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.